Event description:
When the bone scalping tubing was connected it was leaking, where the tubing and the connector met, saved tubing and packaging and gave to quality nurse. Lot number 233200 manufacturer response for instrument, ultrasonic surgical, nexus (per site reporter). No response yet.